Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead was explanted and replaced due to dislodgement.

Manufacturer narrative:
On (B)(6) 2018 the physician had trouble with a selectra during the procedure of removing this lead. The inner handle had broken away from the sheath. This is the analysis of the sheath: upon receipt, the selectra ic-90-59 was found torn into two pieces. All two parts were received for analysis. The slitter tool which was used was missing. The visual inspection confirmed the event description, the handle piece of the selectra ic-90-59 was found torn off. Further inspection of the selectra catheter revealed a helical cutting line along the catheter. The morphology of the cutting line indicates that the slitter tool deviated several times from the longitudinal direction and jammed, resulting in the observed damage. The returned lead was subjected to an extensive analysis. The performance of the product was scrutinized, including a visual and electrical inspection. In the course of this analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for these two devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.